Event description:
It was reported that the user experienced high blood glucose last recorded at 401 mg/dl while using the ilet after removing the pump and supplies for an MRI and then reconnecting, with glucose persistently rising until a subsequent supply change, after which glucose began to decline; the device problem and component involvement could not be specified due to insufficient information. Customer care provided support that included communication with the user and coordination of supply replacement logistics. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or component involvement. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.